Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that after a radiation procedure, the patient experienced pain and discomfort in this perineum. The physician deactivated the artificial urinary sphincter (aus). He does not believe the device contributed to the symptoms; however the patient underwent to procedures to remove scar tissue in the perineum. During this procedure, the cuff was explanted and replaced. The pump and balloon remain implanted. An ipp was also explanted during this procedure. The patient's outcome was reported as fully recovered.

Event description:
It was reported that after a radiation procedure, the patient experienced pain and discomfort in this perineum. The physician deactivated the artificial urinary sphincter (aus). The physician does not believe the device contributed to the symptoms, and that the pain is due to de patients radiation and because he is a chronic pain patient; he underwent procedures to remove scar tissue in the perineum. During this procedure, the cuff was explanted and replaced. The pump and balloon remain implanted. An ipp was also explanted during this procedure. None of the devices where related to the patient symptoms. The patient is fully recovered.

Manufacturer narrative:
B5 describe event or problem: section updated for clarification. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom(s) scar tissue known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom scar tissue were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.